Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: conclusion code - remove 11.

Manufacturer narrative:
It is unknown if the explanted devices involved in this event will be returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx2 abdominal aortic aneurysm stent. Approximately ten (10) months post initial procedure, an infection was detected with an eroded aorta into the duodenum. The physician elected to treat the patient by explanting the afx devices and implanting a cryolife graft (non-endologix) in (B)(6) 2018. There have been no additional patient sequelae reported.